Event description:
It was reported that (15) pcu front cases are being replaced due to keypad failures. There was no patient involvement as customer confirmed.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that (15) pcu front cases are being replaced due to unspecified keypad failures. Although requested there was no additional information provided at this time.